Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the hospital with two syncopal events. The emergency room (ER) staff recorded a rhythm strip that looked like no pacing output in the ventricle possibly due to oversensing. The device remains in use. No further patient complications have been reported as a result of this event.